Manufacturer narrative:
(B)(6). (B)(4). This report is being filed on an international device; tecnis optiblue 1-piece iol, that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the united states under PMA p980040. Device evaluation the device was not returned to the manufacturer for evaluation as it was discarded. Device inspection could not be performed, therefore the reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no other complaints for this production order number has been received. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that after implantation of a pcb00v 17.0 diopter intraocular lens, the patient experienced an unexpected post-op refraction result. It was reported that the lens deviated by +0.3d compared to the planned visual acuity. Visual acuity (va) data for the patient was va 0.3(1.0 x +2.5d, c-0.5a x 180) +2.5d one week after the operation. Through follow-up, it was confirmed that the lens was explanted and replaced with the same model lens with a lower diopter lens (B)(6) 2017. Patient's va is now 0.9(20/22). Additionally, it was learned that the patient has an infectious disease, therefore the explanted lens was discarded and will not be sent back for evaluation.